Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported horizontal stripe noise in the image during inspection of an olympus camera head. No patients were involved.